Event description:
On november 17, 2008 stryker biotech received a report of death in a male patient in norway who received osigraft as part of a procedure to treat a humeral non union on an unspecified date. The physician reported that bone graft was collected from the patient's hip, and mixed with the osigraft for use in the procedure, and that a pre-existing humeral nail was replaced. The physician stated that he did not believe the death was related to the use of osigraft. Additional information has been requested.